Manufacturer narrative:
(B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
In this case, an operator went to latch the flat panel (fp) so they could perform their daily quality assurance (qa) but it did not latch properly on the brightview xct camera. A philips service engineer was able to isolate the reported event to two cables (located on the fp) that had failed on the system. The philips service engineer made the repairs to the cables and monitored the system for a few weeks to ensure proper function on the system. After monitoring the system, there was no problem with latching the fp on the brightview xct camera. There is no harm to a pt or operator.